Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: after inserting the multiloc screws and distally two angular stable locking system screws, the surgeon decided to finish the construction with a calcar screw. He drilled it with a 3.2 drill and placed the locking bolt. But he missed the nail with the screw. He repeated it two times after checking the fixation of the aiming arm and the connection screw with the nail, which was firm and tight. He missed two times with the drill bit and decided not to place the calcar screw. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was conducted. The report indicates that no design related root cause can be identified on the returned devices. (B)(4) product developm. Center can not determine what the root cause for this failure is. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted the manufacturing visual inspection of the returned device reported no visible damage. All relevant features are in accordance to the specification and all functions have been tested and meet the specifications. The complaint was determined to be invalid.